Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a dot in the image at 5 o clock. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd driver pcb defective. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage. In addition, we confirmed the angle wire hard to move, u/d pulley wire worn out, r/l pulley wire worn out and light guide cable buckled; however, other failurres are not related to the alleged complaint. Based on the technical report, it was evalauted to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.